Event description:
A nurse reported their facility is averaging two to four cases of tass weekly. They are not blaming any particular product; they are trying to rule out all possible causes. Add'l info has been requested. This is the first of three medical reports being filed for this report. 3002037047-2008-00081- first identified pt. 3002037047-2008-00082- second identified pt.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed, all documents indicated product met release criteria. There are no other complaint reported in this lot number. Add'l info was requested on 08/28/2008, 09/02/2008, 09/04/2008, 09/15/2008 by phone; questionnaires were sent on 09/04/2008 by overnight courier. Completed questionnaires have not been received.